Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the myocardial infarction and chest pain could not be definitively determined based on the information available. There was no ivl malfunction reported. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.

Event description:
This event was reported to shockwave via the post market empower cad clinical study. A shockwave c2+ intravascular lithotripsy (ivl) catheter was used to treat lesions in the mid left anterior descending and mid right coronary artery. Lesion one was treated and the ivl catheter delivered 90 pulses at 8 max atmospheric pressures (atm). Lesion two was treated with 120 pulses at 8 max atmospheric pressures (atm). Two stents were successfully delivered. There was no report of an ivl device malfunction. Myocardial infarction (mi) occurred along with chest pain on (B)(6) 2024, same day as the ivl treatment, prior to discharge. A review of the angiogram revealed a pinched septal branch. An EKG (electrocardiogram) was obtained, and the patient was treated with heparin intravenously with good effects. After stabilization, an EKG was performed, showing no abnormalities and stable vitals. The patient was discharged the following day, on (B)(6) 2024. This event was sent to the clinical events committee (cec) for adjudication of the patient's myocardial infarction (mi). The cec has determined that the relationship of mi and chest pain to both the study device and procedure was probable/definite.